Manufacturer narrative:
Three attempts were made to contact the patient, but no response was received.

Event description:
It was reported that the battery would not charge and was hot. The patient was traveling and had to go to an ER two different times in three different cities. The inogen team attempted to contact patient for further information three times with no response. Intervention is unknown.